Event description:
It was further reported that the target lesion was located in the upper limb. The physician fully deflated the balloon before attempting to remove the device however, experienced difficulty removing the device. The catheter and sheath were removed from the patient as a unit. No patient complications were reported.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment (ptca) procedure the patient's artery was cut. The target lesion was located in an unspecified vessel. The physician removed the cutting balloon through the sheath, and noted that the balloon material did not properly refold and one of the blades was left exposed. "It would appear from the blood present that the patient's artery was cut". A cut was also noted on the sheath. The procedure was completed with this device. The patient's current status is reported as stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: a visual and microscopic examination of the cutting balloon revealed no damage on the device. The device was inflated to its rated burst pressure (rbp) without issue. A 7f sheath was also returned. Examination revealed the sheath was split down the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).